Event description:
It was reported that during a gastric sleeve procedure, the surgeon while firing on tissue, was pressing the trigger of the device and it was intermittently pulsing on its own. They put that aside and opened another to complete case. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please provide more details for " intermittently pulsing on its own". Did the device continue to fire after the firing trigger was released? The device did pulse on its own while the surgeon had the trigger depressed. I believe the device did continue to pulse fire after the trigger was released. The surgeon looked at me and said, ¿what is it doing?¿. I asked the surgeon to press the trigger again and the device reversed the knife blade and they were able to open the jaws. The staple line was completely and apparently normal. Or the did the device had an intermittent powered operation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch #662c38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with a tyvek, with a battery pack, and with a gst60d reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 662c38, and no non-conformances were identified.